Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates extension line/luer hub separation in use.

Event description:
It was reported that the distal lumen of the catheter was torn when it was fixed with a clamp. Therefore, it was removed and replaced with a new one. No harm to the patient was reported.

Event description:
It was reported that the distal lumen of the catheter was torn when it was fixed with a clamp. Therefore, it was removed and replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). The customer returned a three-lumen cvc for analysis. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal extension line was separated into three pieces: the luer hub, a piece of lumen, and the remaining lumen attached to the juncture hub. The distal separation in the line (between juncture hub lumen and detached lumen) contained smooth edges, indicating that the line was intentionally cut. The proximal separation between the luer hub and lumen contained rough and jagged edges, which is damage consistently seen when undue force is applied to the line. The two pieces of extension line extrusion measured to be 30 mm and 56 mm, totaling 86 mm which is consistent with the nominal value of 85 mm per product drawing. This indicates that the entire distal lumen was returned. The inner diameter of the distal extension line measured 1.47 mm, which is within the specification limits of 1.42 mm-1.50 mm per the distal extension line extrusion product drawing. The extension line outer diameter measured 2.18 mm, which is within the specification limits of 2.13 mm-2.21 m per the distal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. A manual tug test confirmed that the proximal and medial extension lines were fully secured within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. " the customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The points of separation on the catheter body appeared rough and jagged, indicating that undue force was applied to the catheter during use. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.